Manufacturer narrative:
(B)(4). Customer returned replacement meter - unable to test. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 120-125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 226 and 233 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 3/28/2017 and open vial date is month of (B)(6) 2016. The meter memory was reviewed for previous test result history (the date and time on the meter is incorrect): (B)(6). She started to see the low results about 1 week ago. She has not had any changes in her diet but she does exercise. The customer takes metformin to manage her diabetes.